Manufacturer narrative:
Omit: c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: concomitant med prod data, device eval by manufacturer?, if other specify, imdrf annex b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the customer request assistance in interpreting event logs from 0800-1600. The intended infusion was hydromorphone (30mg/30ml) at a rate of 0.2mg every 10 minutes with a 4mg/ hour lockout. Although requested, no specific information was provided regarding the event, there was patient involvement but no harm.

Event description:
It was reported that the customer request assistance in interpreting event logs from 0800-1600. The intended infusion was hydromorphone (30mg/30ml) at a rate of 0.2mg every 10 minutes with a 4mg/ hour lockout. Although requested, no specific information was provided regarding the event, there was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.